Event description:
Caller alleged discrepant inratio results. Results as follows: date: (B)(6), inratio: 1.7, lab: 3.1 (8 hours between tests); date: (B)(6), inratio: 2.5, lab: 3.6(2 hours between tests). Therapeutic range: 2.0 - 3.0. Pt self tester was scheduled for a pacemaker procedure on (B)(6); procedure was cancelled because lab inr= 3.6. The doctor wanted inr to be no higher than 2.5. On (B)(6) 2013 pts' wife stated that her husband has had a low heart rate of 40 beats per minute since (B)(6). The doctor had wanted to perform the pacemaker procedure as soon as possible, and the soonest time available had been on (B)(6). On (B)(6), the pt self testers heart rate was still 40 beats per minute. The procedure was rescheduled to the following week. The pacemaker was placed and is set at 60 beats per minute.

Manufacturer narrative:
Analysis of the client's data from inratio and reference tests revealed that test result comparison met accuracy criteria. Customer's results are not considered discrepant within the context of the documented variability for inr testing. Retain strip testing results met both accuracy and precision criteria. Product performed as expected. Root cause could not be determined from the information provided by the customer. As reviewed on (B)(4) 2013, (B)(4). Due to this low occurrence rate, no further action is required at this time. This issue will be subject to tracking and trending. Corrective action is not required at this time.